Event description:
The initial reporter stated that the pump was not alarming no flow out as expected. They stated that it failed to alarm. Mmdg did attempt to follow up with the initial reporter to obtain additional information, however, no other information was provided. (B)(4).

Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and found no non conformances. Because the pump was not returned to mmdg for evaluation, no investigation could be completed. This report will be updated if the device is returned to mmdg.